Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a loose cap was confirmed, but the exact cause is unknown at this time. One dual port feeding adaptor was returned for investigation. Traces of residue were observed on the returned product. A longitudinal tear was observed in the small port adjacent to the strap, which affected the retention properties between the plug and port. The average outside diameter (od) of the small plug was measured with the toolmaker microscope and was found to be 0.1853¿, which was determined to be below specification. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the smaller cap was found open after administration of nutrition on (B)(6) 2017. On (B)(6) 2017, the cap was found open again, and the user confirmed that the cap was loose.